Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Data logs show placement signal spiking to 3000 mmhg with placement signal not reliable alarm coinciding with when the time laser atherectomy is initiated per clinical details, correlating with the sensor break metrics per the optical failure handbook. Product not returned. The cause of the optical sensor damage was most likely a damaged sensor per data log review. Exact cause of the sensor damage was unable to be definitively determined but there was a potential interaction with laser atherectomy per clinical details. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 was implanted in a patient for hemodynamic support. The pump support allowed for a laser atherectomy and shockwave interventions, however placement signal was lost. There was no reported harm or injury to the patient.